Event description:
Follow up information received reported the patient's device was able to be reprogrammed to achieve adequate for their pain. It was noted that no revision was needed at this time.

Event description:
It was reported that the patient had an out of regulation (oor) message. A month later, the patient was unable to adjust stimulation and had the "call your doctor" icon. The company representative received a message from the patient indicating either another oor or a power on reset (por) condition; the message was not understandable. The company representative met with the patient and upon interrogation, all impedances were out of range. The patient planned to see his pain doctor and have an x-ray performed of the system. No additional information was provided. Additional information was requested.

Manufacturer narrative:
Lead: model 3778-60 serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). (B)(4).